Manufacturer narrative:
Since the lot number was unknown, the investigation was performed on representative lot numbers.

Event description:
3 hours and 46 minutes into dialysis treatment patient had a cardiac episode. Facility stated that they noted the patient to have arrived with hypertension prior to treatment. Blood pressure (bp) at 05:18am 211/100 heart rate (hr) 82, bp at 05:40am 220/86 hr 78. Treatment initiated at 05:50am (bp) at 196/110 (hr) 80. Ultrafiltration (ufr) reduced to 0.1 at 9:34am with bp 178/97 6 minutes prior and bp 183/89 8 minutes post. Machine alarmed with all blood pressure readings out of parameters. Treatment interrupted at 9:43am, reinfusion started with a total reinfusion volume of 300ml. At 9:57am bp 155/147 hr 168, 9:59am bp 203/167 hr 60, 10:00am bp 126/82 hr 77, 10:02am bp 126/28 hr 96. Dialysate flow rate (dfr): 700. Blood flow rate (bfr): 400, then lowered to 375, then again to 350 during treatment uf goal 3.5. Other devices used : nipro surdial dx hemodialysis system, 510k: k182940, serial# (B)(6). Nipro elisio-h dialyzer, code dd+elisio-17h, lot number unknown. Facility did not retain the lot numbers used for the dialyzer or bloodline. Actual samples were discarded by the facility. Per facility patient did not have any recent hospitalization and no cause of death was provided. Multiple attempts made to obtain additional information, with no success.